Event description:
It was additionally communicated that the patient was in the car during a traffic accident when the batteries depleted. The patient was not able to change batteries or power sources, and when the batteries and emergency backup battery (ebb) became fully depleted, the pump stopped. By the time he was taken to the hospital, they were already in cardiopulmonary arrest and was confirmed dead. It was judged that the death was due to a patient incident due to going out with a low battery and not replacing the battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion and resulting pump stop was confirmed via the downloaded log files. The downloaded controller event log file captured a low voltage advisory alarm on 31dec2025 due to the 14v batteries being depleted after extended use. The batteries were in use for approximately 26 hours prior to the alarm activating. The alarms then escalated to a low voltage hazard alarm approximately 2 hours later and escalated again to a no external power alarm approximately 15 minutes later. The backup battery supported the system without issue for an additional 2 hours and 21 minutes before the backup battery also depleted and the pump stopped. Shortly after, the controller shut down. On 01jan2000, the white power cable is reconnected to external power and controller clock corrupt alarm is observed, consistent with the full battery depletion and pump stop captured. On 01jan2000, the pump restarted. Both power cables and the driveline were then disconnected, which is consistent with the discontinuation of support. The pump appeared to operate in the expected range prior to the external and backup batteries fully depleting. The retuned heartmate 3 system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The provided information indicated the patient went out connected to partially depleted 14v batteries, observed low voltage alarms in the car, and did not replace the batteries. When the patient was taken to the hospital, he was already in cardiopulmonary arrest and was confirmed to have passed. The root cause of the pump stop was determined to be due to the full depletion of the external 14v batteries and internal backup battery. Per provided information, the full battery depletion was due to user error in the patient going out on partially depleted 14v batteries and not replacing the depleted battery. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A, heartmate 3 patient handbook, rev. C are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away as the result of a traffic accident. The patient was taken to the hospital with cardiopulmonary arrest, but his death was pronounced. It was also communicated that the physician stated the cause of death was device malfunction where the pump stopped due to loss of both power sources.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.